Event description:
It was reported to boston scientific that during the procedure, one of the wires to the basket broke but did not detach from the device. The case was completed with another zero tip nitinol stone retrieval basket. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation has not been performed; therefore a failure analysis is not available.